Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 1 colony forming units (cfus) of micrococcus luteus. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined.

Event description:
Correction to b5 of the initial report. The customer reported unexpected contamination of the device; however, the specific microorganism and number of colony forming units were not provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lm¿s final investigation. Correction: b3, b5-please see b5 for further information. And h11 of the initial report. H11: correction to the initial medwatch report: the device was returned. The lm reviewed the customer provided cds processes where information to judge deviation from the IFU was not identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: sampling solution air / water channel. Cfu: 1cfu. Bacterial identification: micrococcus luteus. Sampling date: (B)(6) 2024. Sampling from: swabbing distal end unit. Cfu: no detection. Bacterial identification: no detection. Sampling date: (B)(6) 2024. Sampling from: sampling solution instrument / biopsy / suction channel cfu: 0cfu. Bacterial identification: no detection. Sampling date: (B)(6) 2024. Sampling from: sampling solution auxiliary water channel. Cfu: 1cfu. Bacterial identification: no detection. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.